Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated and the plunger rod was loose. The following information was provided by the initial reporter: material no. 324909 batch no. 0083503. It was reported that when removing the orange cap from one syringe the whole needle came off with it. Also, on a second syringe, the plunger rod was pulled down and the white plunger cap was missing. Verbatim: consumer reported having when removing the orange cap from one syringe the whole needle came off with it. Stated she did not have difficulty removing the orange cap. Stated she had a second syringe from another poly bag that had the plunger rod pulled down as if you were to pull it back to draw the medication. Stated the white plunger cap was also missing from ths syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0083503. All inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated and the plunger rod was loose. The following information was provided by the initial reporter: material no. 324909 , batch no. 0083503. It was reported that when removing the orange cap from one syringe the whole needle came off with it. Also, on a second syringe, the plunger rod was pulled down and the white plunger cap was missing. Verbatim: consumer reported having when removing the orange cap from one syringe the whole needle came off with it. Stated she did not have difficulty removing the orange cap. Stated she had a second syringe from another poly bag that had the plunger rod pulled down as if you were to pull it back to draw the medication. Stated the white plunger cap was also missing from ths syringe.